Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that a female patient was scanned with the torso xl coil for a thigh examination. During the examination the patient complained of a heating sensation at the left back. The operator checked the coil and the coil cable routing but no abnormalities were observed. The patient informed the customer the next day that she sustained a blister with a size of 3 x 7 cm on the left buttock, right next to the gluteal fold.